Event description:
Physio-control evaluated a device and observed that the internal foam spacer placed around the display monitor has moved up and is now covering a portion of the display. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control replaced the display and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed display and observed that the upper and lower foam strips were moving approx .2".